Event description:
During a procedure, it was reported that an error 105 was displayed on the carto system after the thermocool sf nav bi-directional catheter was connected and assumed that it was a sensor error. The procedure was completed with another catheter. There were no patient consequences. On (B)(6), the failure analysis lab performed a visual inspection and found char on the tip dome and proximal edge measuring more than one milimeter on the returned product. Due to this finding, this complaint became reportable. Awareness date changed from (B)(6) 2013.

Manufacturer narrative:
Please refer to (evaluation summary) for analysis results. (B)(4). During a procedure, it was reported that an error 105 was displayed on the carto system after the thermocool sf nav bi-directional catheter was connected and assumed that it was a sensor error. The procedure was completed with another catheter. There were no patient consequences. The returned device was visually inspected upon receipt and there was char found on the tip dome and proximal edge. This issue was not originally reported by the customer. Per the reported event, the catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and was properly visualized. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. Due to the char finding, an irrigation test was performed and the catheter passed. Finally, the returned device was evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that one of the thermocouple wires was broken close to the connector. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. As for the char found, it could not be determined whether the broken thermocouple wire found may have been the root cause of the char.